Manufacturer narrative:
Event date: (B)(6) 2016. Concomitant product therapy date: (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a blood tubing set came out of the plastic piece that holds it below the bag spike. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the tubing was separated from the spike. The reported condition was verified. The cause was determined to be excess use of solvent at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.